Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified a small particulate isolated by the customer on the upper right corner of the bag. Magnified inspection found the particulate to be clear/opaque in color and was identified as source container septum material that was cored due to user spiking technique. Based on evaluation findings, the condition was verified but no defect of the bag was identified. The particulate occurred after the user spiking technique cored the source container septum and the cored material was pumped into the tpn bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. A batch review was not possible in this instance as our business relationship with the supplier of the device has been terminated. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have clear plastic particulate within the bag. The particulate was discovered after filling during the pharmacy quality control check; therefore, no patient involvement or adverse events occurred. No additional information is available.